Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient's representative reported "severe pain and tenderness" and "rupture with silicone leakage." Patient also "suffers from depressive stress and anxiety disorder due to device recall. There was a suspicion of silicone leakage." Additionally swelling, capsular contracture, baker grade ii, and liquid around the implant and "3 axillary enlarged lymph nodes evidenced at ultrasound, "with areal dd siliconoma" was reported. Device has been explanted. This record relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported right side "severe pain and tenderness" and "rupture with silicone leakage" patient also "suffers from depressive stress and anxiety disorder due to device recall." Device has been explanted.

Event description:
Patient's representative reported "severe pain and tenderness" and "rupture with silicone leakage." Patient also "suffers from depressive stress and anxiety disorder due to device recall. There was a suspicion of silicone leakage." Additionally swelling, capsular contracture, baker grade ii, and liquid around the implant and "3 axillary enlarged lymph nodes evidenced at ultrasound, "with areal dd siliconoma" was reported. Device has been explanted. This record relates to the right side.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ depression: unable to observe since it is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ edema: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ silicone migration: unable to observe since it is not related to the device. Additional observations: ¿ red encapsulation was observed on the shell. ¿ red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.